Event description:
It was reported three years post op laparoscopic adjustable gastric band procedure, the pt initially had significant weight loss. In 2007, the pt gradually regained weight. The surgeon reported using different types of needles for each fill and continued routine fills. In 2009, contrast x-ray and 6ml injection, suspicion of system leakage. Three months later, contrast x-ray and 8ml injection. Pt felt some irritation under the skin around injection port, feelings of water leaking under the skin. The injection port was removed and new port was implanted.

Manufacturer narrative:
Date sent: 10/2/2009. Info anticipated, but unavailable at this time.